Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that the "last pm's( preventive maintenance ) and recent platen inspection showed no findings of broken platens."

Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that "a broken platen has caused an infusion error." A preventative maintenance was recently completed and the platens inspected however not provided by the customer.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of an unspecified medication. It was reported that biomed stated that "a broken platen has caused an infusion error." A preventative maintenance was recently completed and the platens inspected however not provided by the customer.